Event description:
At 11am on 2/10/98 the pt was given a heparin bolus of 500 units followed by a heparin drip. The heparin was mixed 25000 units/250cc d5w. It was hung using an ivac 599 pump. The rate was set at 10 cc an hour. It was infusing without problems when the pt was transported to physical therapy at 11:20 am. The physical therapy department called the nursing unit at 11:30 am to report a "beeping" ivac pump. The nurse found the alarm. IV site was clear. IV fluid clamped off at white clamp below ivac. IV site flushed with 3 cc ns at y-site. Attempted to restart ivac but it continued to alarm "occluded. Ivac checked and found to be threaded correctly and was then rethreaded through the ivac. Heparin bag had approximately 50cc left in the bag and fluid flowing in the chamber dripping at approximately 100 cc an hour with ivac door closed and off at bottom flow clamp. Ivac then turned off and roller clamp also turned to off. Pt returned to unit with complaints of a headache. No bleeding noted this admission. Pt discharged the next day.